Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the distal rca with 100% stenosis and severe calcification. The degree of vessel tortuosity cannot be provided. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. It is reported that the endeavor resolute could not pass the lesion. Resistance was not encountered at the lesion. The physician gave up the surgery. No patient complications or clinical sequelae were reported. Evaluation summary: the distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th, 11th, 12th, 13th and 14th distal segments have raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 100% stenosis, severe calcification). Deformation problem (stent). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ 100% stenosis, severe calcification). (B)(4).